Event description:
Reported two week postoperative failure of an ifs implant placed in the fourth toe. Revision surgery was completed.

Manufacturer narrative:
At the time of the initial report, the investigation is not complete. The report will be updated once the investigation is completed.